Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by not looking very well, sleepy, cloudy drain bag, fever, abdominal pain and vomiting. The cause of the event was not reported. The patient presented to the hospital; however, was not admitted for the event. The patient was treated with unknown antibiotics for the event. At the time of this report, the patient outcome was unknown. Pd therapy was temporarily discontinued for three days. No additional information is available.